Event description:
It was reported that an alert triggered, and the right ventricular (rv) lead exhibited high impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: unknown competitor implantable pacing lead - (B)(6) 2003; 4194 implantable pacing lead - (B)(6) 2005. (B)(4).